Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log found no errors related to the reported event. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. Patient was advised to test the alert functionality and reported alerts were not functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).